Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller initially could not perform a pump reset due to being in a car, but later, cts provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started the sensor session.